Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 157 mmol/l. The customer was prompted to repeat the sample as it failed a delta check. The sample was repeated the next day and the result was 140 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode reagent information was not provided. The calibration and qc recovery data provided was within specification. The field service engineer (fse) found that the basic wash vacuum tubing was damaged and the basic wash was overflowing into the cells. The fse replaced the damaged tubing, replaced the worn rinse water tubing, adjusted the rinse levels, cleaned precipitated basic wash off of the top of the cells, cleaned the electrodes and block fittings, and performed mechanism checks, cell blanks measurements, ise checks, and qc successfully. The customer performed patient comparison testing successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.